Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on her daughter's insulin pump. The customer's blood glucose was 127 mg/dl. The customer stated that the insulin pump keeps beeping and the bottom right hand corner of the screen started to fog up. The customer stated that her daughter sweats while playing volleyball and had clipped inward because her coach did not want it to fall. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to moisture damage at keypad traces. No unexpected audio or beep anomaly noted. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.